Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n467180003, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the previously reported discomfort at the pump site, and the patient feeling like the pump was migrating, was noted on 2014-(B)(6). The pump had been filled at that visit, but the site was not examined for possible pump migration at that time. On 2014-(B)(6), the patient complained of increased, uncontrolled pain, and spasticity. Examination on that date confirmed a pump inversion, and that the pump was flipping within the pocket, likely causing a catheter kink. It was also reported as the pump migrated. The patient was admitted to the hospital for symptom control. The severity was reported as moderate. Surgical observation noted a catheter kink, and the catheter was ¿unkinked¿ on 2014-(B)(6). The patient resolved without sequela on 2014-(B)(6). The pump system was being used to infuse compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced uncontrolled symptoms (not pain and spasticity as previously reported). It was also stated that at the (B)(6) 2014 revision, the pump was repositioned and re-anchored and a mesh pouch was added.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via psr (product surveillance registry). The clinical diagnosis was changed from increased pain and spasticity to decreased therapeutic effect due to a catheter kink.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did in fact have symptoms of pain and spasticity. The event onset date was (B)(6) 2014.

Event description:
It was reported that there was discomfort at the pump site. The patient reported discomfort at pump site 7 weeks post pump replacement. The patient reported they felt "like the pump is migrating." The patient was advised to resume wearing the abdominal binder. The severity was reported as mild. The pump system was delivering baclofen and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).